Event description:
The iab leaked. Blood backed into the system 95 pump. The iab was not returned to datascope for evaluation. The iab was discarded for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 4/6/98) (pt's current status: unk - rpt'd 4/6/98)